Event description:
Reporter stated the infusion device displayed an e7 electronic error, and she changed the battery and an e8 power interrupt error occurred. She confirmed the error message. She has experienced hyperglycemia (up to "hi") since, and she's been unable to resolve the issue by changing the insulin and accessories. She believes the insulin delivery of the infusion device is inaccurate. The infusion device was requested for evaluation. She did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The complaint can be verified. E7155 errors were found in the history. An internal defect of the dc/dc converter for the motor power supply led to e7155 errors. E8 errors were also found in the history. The e8 is a consequence failure of the e7155 because the pump switched from run to stop mode. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Manufacturer narrative:
The event occurred in (B)(6).